Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that surgical intervention was not planned or needed. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 1.428 mg/day and bupivacaine 40 mg/ml at 5.713 mg/ml via an implantable pump for unknown indication for use. It was reported that the hcp had trouble withdrawing and inserting medication from pump reservoir during scheduled refill on (B)(6) 2024. Unable to withdraw expected amount from reservoir - 10ml was expected, only 4ml was able to be removed. To refill, only able to get 3ml in reservoir. On (B)(6) 2024, during refill appointment, multiple pump refill kits were used to rule out each piece that was used to refill pump - without finding solution. Patient was rescheduled for the following week on (B)(6) 2024 to approach/address refill concern. At this appointment, two 10ml saline rinses were done and then pump refill continued as expected. Logs were checked and nothing was as expected. Patient did not report any changes in therapy and did not have any concerns/side effects during every part of this. Surgical intervention was planned but not yet scheduled at the time of this report. The issue had yet to resolve with patient's status being "alive-no injury". The patient's weight was 98 lb and medical history was asked but made unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the company representative (rep) via the healthcare provider (hcp) reporting that the cause of the volume discrepancy at refill was not determined. Actions taken to resolve included two 10ml saline rinses prior to putting in new medication. Yes, successful refill took place. Device was not removed- still implanted and in use by patient.